Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The dates listed are correct and pertain to individual components. The lead's ubd was (B)(6) 2020, and the stimloc component ubd was (B)(6) 2019. The external package label uses the most conservative (ie, nearest) ubd for the label, which correctly listed (B)(6) 2019, while the inner label's date was specific to the lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the cardboard box outer packaging of the lead showed a use by date of 2019-feb-17. However, the use by date on the inner packaging was different showing 2020-may-19. There were no patient symptoms alleged and the lead was implanted on date notified. Indication for use is unknown.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the action taken was that both leads were used as the dates, although different, were still valid. The rep stated that the cause was unknown as this was a manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.